Manufacturer narrative:
(B)(4). Additional information received from rep after speaking with the surgeon: please describe the shape of the clip that did not form during the original procedure? During the original procedure the clips were fine; bleeding is associated with the fact that no clips were present when surgeon went back in for surgery. Better choice of words would be that the clips did not stay attached to the vessel because the clips were not on the vessel when surgeon went back in for emergency procedure. How was the bleeding addressed intra-operatively? Ties. Why did the surgeon need to perform an emergency surgery? Not sure what cause prompted the surgeon the need to bring the patient back. Does the surgeon load each clip in the jaws prior to firing on vessel? Yes; we even went over this ¿preloading¿ again when I spoke with him after this situation. What was the found during the emergency surgery? See below. What was the condition of the clips during the emergency surgery? No clips attached; even though clips were attached when he closed the patient during the initial procedure. He used ties to secure the vessels. What are the reasons the surgeon is associating the post-op complications with the performance of the ligamax? No clips were attached to the vessel when they went back in for surgery. Are there any photos or videos available? No. I went over the proper usage of the device with the surgeon, and he felt that he is comfortable continuing to use the product moving forward. He has utilized this product on and off since it came to market so he is comfortable with the proper firing sequence and usage of the device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the patient had bleeding during the procedure because the clip didn't form. The surgeon had to come back in the middle of the night for emergency surgery. Unknown how case was completed. One device was discarded.